Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate investigation summary : the device was sent to the supplier for evaluation. The supplier reports indicate: distal tip shows no obvious signs of use saline residue on tip and in suction tube the device shaft is bent no visible damage to handle or plug electrical testing was performed and the return continuity, primary capacitance and hipot tests passed. The active continuity test failed. To investigate the active continuity failure, the handle was opened, and continuity checks performed to locate the breakdown in active continuity. The continuity test across the crimp failed. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation test showed an output short message for ablate and the was no activation for coag. The activation of the device was further assessed by activating the device via the ablate yellow foot pedal. After 5 seconds the device began to operate correctly on both modes, even when the tip was placed in the centre of beaker. During the additional activation tests there was no visible activation around crimp or heat build-up. A recheck of the active continuity across the crimp recorded a within specification value of 0.13o. From the supplier investigation they were able to confirm the customer reported electrode did not function indicating an intermittent connection in continuity across the electrical crimp contained within the handle. Therefore no containment or correction action related to the individual complaints is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via cst tool that the vapr s90 4.0mm electrode with integrated handpiece would not ablate or coagulate. The procedure was completed successfully with no patient consequences or surgical delay to the case. Additional information received from the affiliate reported the procedure occurred on (B)(6) 2019 at 12pm and the procedure was successfully completed.